Manufacturer narrative:
Initial reporter occupation: unknown. The customer did not indicate that the device will be returned for evaluation. If the device is returned, a follow-up report will be submitted upon completion of the evaluation.

Event description:
It was reported that "inserts on the right slipper is coming apart." The patient reportedly "slipped because the insole came apart and she was hospitalized". She was taken to the emergency room and reportedly "got a big lump on her head when she slipped." No further information is available at this time.